Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information received later reported a pump malfunction. This reported pump malfunction was later specified or updated as a pump reservoir volume discrepancy. The expected residual volume (erv) was greater than actual residual volume (arv), erv: 17 cc and arv: 15 cc. The cause of the volume discrepancy was not specified. The actions required as a result of the event included pump replacement on (B)(6) 2014. The patient's health care professional (hcp) explained that the pump had consistent discrepancies in volume. The hcp was continually withdrawing less medication then predicted residual indicate. Diagnostic methods included device interrogation; results included withdrawing less medication than predicted residuals indicate on (B)(6) 2014. The etiology indicated that the event was related to the device or therapy and not related to the implant procedure. The patient's status at the time of event was alive - no injury. The patient had no symptoms. The patient's outcome was resolved without sequelae on (B)(6) 2014. The pump was used to infuse lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that a volume discrepancy occurred. The patient was asymptomatic and did not experience withdrawal symptoms, even though 0ml was aspirated from the pump reservoir. The expected reservoir volume (erv) was 3.2ml. This discrepancy occurred at a pump refill in the week prior to this report. The patient was supposed to have the pump refilled in early (B)(6), but did not get it refilled until this time. The low reservoir alarm volume was 2ml. The first volume discrepancy information that the reporter had was from a refill in (B)(6) 2013, where the actual reservoir volume (arv) was 5ml was less than expected. At a refill in (B)(6) 2013, the arv was 0.5ml less than the erv and in (B)(6) 2013, the arv was 3ml less than the erv. The patient was asymptomatic. The device system was used to deliver baclofen.